Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 37714, serial # (B)(4) found no significant anomalies.

Event description:
It was reported that a device was implanted with a1x8 lead that was connected directly to channel 2 of the ins. A plug was not inserted into channel 1. Postoperative interrogation and programming occurred with any problems, but the patient did not feel stimulation. The impedance measurements were > 10.000 ohms. Due to fact that only one lead was connected to ins, a wrong connection was suspected. After choosing 2x8 in programming step "lead configuration" the impedances were measured again and showed > 10000 ohms. Four days later during troubleshooting, the impedances of the lead remained > 10,000 and was therefore replaced. The patient then had good therapy success. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).